Manufacturer narrative:
This complaint was incorrectly filed under this registration number, please reference mrn 3012307300-2025-10493-00 for details pertinent to this event.

Event description:
It was reported that the patient was administered the drug at home and the medication was delivered too much too early, leading to an overdose. The device indicated that it has a remaining volume of 23.1ml, but the cassette was empty. The cassette remained empty in the middle of the night. The run rate was continuously running at 2.5 ml/h and couldn¿t be adjusted. The internal examination of the medical technology department has shown that the pump runs correctly with another reservoir (a different product). There was patient involvement. The patient had to come to the emergency room to have the cassette replaced. If that had not been possible, the entire therapy would have had to be repeated. There was no human harm/adverse event. The patient was being administered blinatumomab as part of the onco-immunotherapy. It was stated that since the interruption of immunotherapy was within acceptable tolerance, the treatment could be continued.

Manufacturer narrative:
Device evaluation: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.